Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second smart coil evaluated. The pusher assembly was kinked approximately 138.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The pet heat shrink tubing on the proximal end of the introducer sheath was present. Resistance was encountered during the initial attempt to advance the smart coil within its introducer sheath. The smart coil could not be advanced from its returned position. Conclusions: evaluation of the first and second smart coils evaluated revealed that both coils could not be advanced within their sheaths. During the functional test, resistance was encountered while attempting to advance the smart coils and were unable to be advanced. Further evaluation of the returned devices revealed that both smart coils pusher assemblies were kinked. These kinks likely occurred due to forceful attempts to advance against resistance. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced upon attempting to advance the coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01493.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils were stuck inside of their introducer sheaths; therefore, they were removed. The procedure was completed using an additional smart coil and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.